Manufacturer narrative:
Testing was performed on retained kit lot 170315 with the following internal whole blood control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 170315 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 170315 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Customer reported a (B)(6) ag result on a fingerstick whole blood sample tested with the alere determine hiv 1/2 ag/ab combo. Abbott architect (B)(6) ag/ab test, geenius multispot (B)(6) differentiation test, and a dna pcr test were all (B)(6). There is insufficient information to determine if a malfunction occurred. Patient gender, pregnancy status, treatment and patient outcomes were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).